Manufacturer narrative:
(B)(4).

Event description:
It was reported that while performing the vario test on a pacemaker, the merlin programmer froze and required re-booting. Upon re-booting, and re-interrogating the device, it was noted that the device pacing output was changed, which was not where it had been previously programmed to final values. The patient was not pacing dependent, so there were no clinical issues for the patient.